Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that patient's ins had gone dead and the recharger connector pin would not stay in and nothing came up on the recharger screen. The desktop charger connector pin was broken. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer stating that the cause of the ins gone dead was due to charger tip broken off and replacement of the desktop charger resolved the issue. No further complications were reported as a result of this event.

Manufacturer narrative:
The serial number of the recharger was changed to (B)(4). Analysis of the recharger (B)(4) revealed broken connector pins. Eval code applies to recharger (B)(4). If information is provided in the future, a supplemental report will be issued.